Event description:
Operating rom staff were performing a laparoscopic cholecystectomy. Once the gallbladder was ready to be removed, they inserted the inzii universal retrieval system. They placed the gallbladder in the bag and went to close it when the retrieval device fell apart into several different pieces inside the patient's abdomen. The pieces were intact and able to be removed by physician after numerous attempts. Two of these bags were opened, due to one being contaminated at the beginning of the case. The lot numbers on these were 1346254 and 1351044- it is unknown which lot number belongs to the defective retrieval system because both wrappers were in the garbage. An x-ray was taken at the end of the procedure and per radiologist, no foreign objects were seen.